Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a mynx control vascular closure device (vcd) 6f7f was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The procedure was an interventional peripheral procedure using a retrograde approach. The user was mynx certified. An unknown 6f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The procedure was completed using manual compression. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2 mm from the balloon neck was revealed. A product history review of lot f2110401revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The IFU also instructs users to not use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a mynx control vascular closure device (vcd) 6f7f was ruptured. The procedure was completed using manual compression. There was no reported patient injury. The device was stored and prepped as per the instructions for use (IFU). The procedure was an interventional peripheral procedure using a retrograde approach. The user is mynx certified. An unknown 6f sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The procedure was completed using manual compression. There was no prior pta, stent, or vascular graft in the common femoral artery. The balloon lost pressure after being pulled to the arteriotomy. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2110401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis and has been shipped, but confirmation of receipt is not available yet and will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.